Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was caused by hospital staff. It was reported that the patient was hospitalized for another indication and developed peritonitis while at the hospital. Treatment for the event was not reported. The patient was discharged from the hospital on an unreported date. Pd therapy is ongoing. Patient outcome was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.